Event description:
It was reported by the user facility that the saline bag back filled during recirculation. There was no patient involvement. The saline bag refilled occurred prior to the patient connect. The pressure relief valve was crusty and the air separator was replaced.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.